Manufacturer narrative:
The suspect ventilator main printed circuit board assembly (pcba) was returned to vyaire and evaluated. The reported complaint was confirmed and duplicated. The root cause was isolated to pressure transducer pt802 failure.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) determined the ventilator was failing transducer calibrations and assigned the cause to the main pcb.

Event description:
A customer reported that their vela ventilator generated intermittent xdcr fault (transducer fault) errors upon ventilator startup. The customer reported that there was no patient involvement associated with the event.